Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The reported event has been confirmed through visual inspection. Visual inspection found the laser weld broken and the pegs could be unscrewed. Multiple scratches, dents, and other signs of wear were noticed as well. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review. The root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the guide pin on the cutting blocks was found loosen during a total knee arthroplasty procedure, and the weld seam was torn. The pin had to be manually screwed back into the cutting block. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the guide pin on the cutting block had loosened causing the weld seam to tear. No adverse events have been reported as a result of the malfunction.